Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery.

Event description:
It was reported the patients blood glucose level rose above 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a manual injection was given and a new pod was applied.